Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device with a 6f sheath after a diagnostic angiogram procedure. Reportedly, the marker lumen was preflushed successfully. After insertion into the vessel, there was no blood flow from the marker lumen. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.